Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed the continuity resistance testing. The sensor passed per specification. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Reference (B)(4) for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with the sensor's readings. The customer's blood glucose level was 30 mg/dl but his sensor glucose reading was 80 mg/dl. The insulin pump alarmed calibration error multiple times. The insulin pump went into threshold suspend. He treated his blood glucose level with food. The customer broke out in a cold sweat. The customer was advised that the device would be replaced and agreed to return the product for analysis.